Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury. It was also reported that the plaintiff experienced prolapse, leakage with coughing, stress incontinence, urge incontinence and urinary tract infection. Furthermore, it was reported that the plaintiff died. The cause of death reported were acute respiratory failure, acute myeloid leukemia and septic shock. Related to manufacturer report#: 2183959-2014-54373.

Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4). Lawyer-filed report.